Event description:
I had breast implants put in and immediately suffered from hives, uti, joint pain and rashes. My plastic surgeon insisted that the implants didn¿t case this. But my symptoms increased over the next 2 years to include. Muscle weakness and nerve sensitivities. I had my implants removed in 2016 and all of my symptoms went away.